Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Incident date/time: (B)(6) 2022, 1112-1152hours medication: IV antibiotic rate: 200ml/hr vtbi: 100ml nurse's description: infusion started around 2300hours, rate: 200ml/hr, vtbi 120ml. Vtbi near end alarmed around at 2346hours and discovered there were balance of 40mls in the burette. Therefore, the nurse topped the vtbi and continued run the infusion until it completed uneventful after that. Patient's condition was not affected and stable. Based on the history logs extracted from (B)(4), no discrepancy or abnormalities found."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed.. As recorded in the history, the vtbi was set at 100ml instead of 120ml as given by nurse. The infusion was started with a rate of 200ml/h and a vtbi of 100ml. 25 minutes later the pre-alarm "vtbi near end" occurred. The infusion was stopped and a new volume of 40ml was selected. The infusion started and 12 minutes later the infusion was finished. No other abnormalities were found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.